Event description:
Customer reported an issue with incorrect time settings on the pump, with a discrepancy greater than five minutes between displayed and actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor for any future discrepancies, with the customer understanding and acknowledging the guidance provided.